Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation, as the device was discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 27mm 2700tfx aortic valve, implanted for three years, was explanted due to unknown reasons. The explanted device was replaced with a 25mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7 and h6 (component codes, health effect - clinical code, device code(s), and type of investigation). H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that a 27mm 2700tfx aortic valve, implanted for three years, was explanted due to mssa endocarditis, vegetations, abscess, paravalvular leak. The explanted device was replaced with a 25mm 3300tfx valve. Per the medical records, the patient presented with fever, chills, nausea, vomiting and was found with infected bioprosthetic valve and ascending aortic tube graft secondary to mssa bacteremia. The patient underwent a redo avr and redo ascending aortic graft. There were vegetations inside the tube graft as well as on the leaflets of the bioprosthetic valve. The valve and the graft were removed and replaced with a 30mm hemeshield graft and with a 25mm 3300tfx valve. There was no evidence of paravalvular in the aortic valve. The patient was transferred to the ICU in stable condition. The patient was discharged home with home services in stable condition.